Event description:
It was reported that the procedure was to treat a heavily calcified unspecified coronary artery. A 3.0 x 23 mm multi-link 8 stent delivery system could not cross the lesion due to the anatomy and the proximal shaft separated. The device was easily removed as the separation was outside the anatomy. Another 3.0 x 23 mm multi-link 8 stent was used to complete the procedure. There was no clinically significant delay in procedure and no adverse patient effects. No additional information was provided.

Manufacturer narrative:
(B)(4). During processing of this complaint, attempts were made to obtain complete event, patient and device information. The device was received. Investigation is not yet complete. A follow up report will be submitted with all relevant information.

Manufacturer narrative:
(B)(4). Evaluation summary: the device was returned and the reported shaft separation was confirmed. The reported failure to advance could not be replicated in a testing environment as it was based on operational circumstances. Based on visual and dimensional analysis of the returned device, there is no indication of a product deficiency. A review of the lot history record revealed no non-conformances. A query of the complaint handling database revealed no other similar incidents reported from this lot. Based on the information reviewed, there is no indication of a product deficiency.